Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the m2 segment of the right mca (middle cerebral artery)under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 90%. Predilation was performed with a balloon catheter, followed by implantation of the subject device (stent). "Residual stenosis post-stent placement was 20%. No complications listed during both pre-dilation and post-stent placement procedures." The patient had "... Atrial fibrillation in 2006 ... Worsening tremors in hands and arms in 2006 and ... Intermittent left-sided weakness/tia (transient ischemic attack)." The atrial fibrillation was treated with medications, and "... Resolved without residual effects." The tremors were treated with sinemet, and were " ... Ongoing or unresolved as of last visit ..." No action or outcome was reported regarding the tia.

Manufacturer narrative:
The subject device (stent) was placed without incident, as per the reported event description: "no complications listed during both pre-dilation and post-stent placement procedures." However, the patient had atrial fibrillation, worsening tremors in hands and arms, and intermittent left-sided weakness/tia (transient ischemic attack). Requests for follow-up information have been unanswered to date. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no device failure. Because the device remains implanted, no evaluation will be performed.